Event description:
Per complaint (B)(4), a patient experienced severe gingival inflammation with crestal bone loss. It was elected to remove the dental implant. The implant was removed three years after initial placement.